Event description:
It was reported by service report that the bed exit was silent. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: a staff member at the hosp reportedly did not know how to disarm the bed exit alarm, so they disconnected it.